Event description:
(B)(4). Constant bloating, severe weight gain, heavy periods, stabbing cramps that wouldn't let up, depression, migraines, loss of energy, loss of sex drive, numbness to leg and arms, rashes.